Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown femoral nail/quantity: one/lot unknown. (Other number): UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: theivendran, k. And cooper, j. (2009). Removal of broken solid femoral nail: a modified bent tip guide wire technique. Arch orthop trauma surg, 129, 1667-1671. The authors report a case study of a (B)(6) female who sustained multiple injuries including a right femoral fracture after a high speed road traffic collision. The patient was treated with a synthes unreamed retrograde 9mm solid femoral nail of 380mm length, with distal and proximal locking screws. Seven months post-operatively, the patient developed pain in the right thigh on weight bearing. Radiographs showed a hypertrophic non-union of the proximal fracture site, evidence of healing of the distal fracture and fracture of the distal portion of the nail between the locking screw holes. Subsequently, the patient was revised with another synthes retrograde femoral nail. During the revision procedure, the broken nail tip was successfully retrieved using a guide wire that was modified by bending the tip to a 90 degree angle. This report is for an unknown femoral nail. This is report 1 of 1 for (B)(4).